Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges swelling, lack of mobility, and emotional distress. After review of medical records, patient was revised to address aseptic loosening of the left acetabular component. Revision notes reported that the trocar was removed and approximately 14ml of dark reddish looking serous fluid was aspirated, also noted serous joint fluid, blood-tinged because of loosening of the acetabular component, this color possibly because of metallosis. The patient had chronic inflammation. Last 2006 the patient had a radiographic evidence of migration of acetabular component and had bone loss.

Manufacturer narrative:
UDI: (B)(4). (B)(4) used to capture the blood heavy metal increased.

Event description:
Ppf alleges loosening of cup and elevated metal ions.